Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was a right ventricular (rv) lead impedance warning for high impedance on the same day as the lead dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had dislodged two weeks post implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.